Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-11024. On (B)(6) 2013, the patient underwent a trial procedure and received two leads. Post-op, the patient passed out due to new medications that he is on. The patient is doing well at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.